Manufacturer narrative:
The reported complaint of missing or broken door sears could not be confirmed. Incident devices were not returned to enable testing for this investigation. This file was opened to document what the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was patient involvement.

Event description:
It was reported that out of the 1369 lvp device fleet, that approximately 25 devices were observed to have broken or missing door sears.